Manufacturer narrative:
Concomitant medical products: product ID: 693558 lead, implanted: (B)(6) 2011; product ID: 5076-45 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was in a transcatheter aortic valve replacement procedure, the patient received an inappropriate shock due to electromagnetic interference. The ICD remains in use. No further patient complications have been reported as a result of this event.